Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 174077, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 247826, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 265060, medical device expiration date: unknown, device manufacture date: unknown. Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of insyte autoguard gn 18ga x 1.16in leaked during use. The following was reported by the initial reporter: "it was reported that the product is leaking. Email verbatim - "product is leaking" "please see the attached product complaint form for bd item (B)(4). This form was submitted by (B)(6) hospital supply chain. Let me know if you have any questions.""

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that an unspecified number of insyte autoguard gn 18ga x 1.16in leaked during use. The following was reported by the initial reporter: "it was reported that the product is leaking. Email verbatim - "product is leaking" "please see the attached product complaint form for bd item 381444. This form was submitted by st joseph hospital supply chain. Let me know if you have any questions."